Event description:
This event is associated with the glow clinical trial (subject ID: (B)(6). It was reported that a female patient underwent a breast augmentation with a 225cc (left) and 235cc (right) mentor memoryshape breast implant and experienced generalized illness symptoms including non-rheumatologic degenerative arthritis post-operatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 04, 2024, mentor received additional information regarding the reported event. Per the information provided, it was determined that the generalized illness symptoms previously mentioned that included non-rheumatologic degenerative arthritis, was added in error to the patient's experience. Mentor has updated the complaint's coding for accuracy. All relevant fields have been updated. H6-medical device problem code: a27-no product quality issue. Manufacturer¿s reference number: (B)(4).